Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump's reservoir compartment was damaged. Caller stated that the o-ring had come out and the reservoir would no longer fit securely. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip oring. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay. Unable to perform displacement test due to physical damage.